Event description:
A falsely elevated ctni result of 10.29 ng/ml was obtained on one patient. Reanalysis of the same sample was 0.01 ng/ml. A redraw requested and was 0.00 ng/ml. The elevated result was not reported. Patient treatment was not prescribed or altered and there was no report of adverse health consequences to the patient as a result of the falsely elevated ctni result. Analysis of instrument data does not identify a device failure. The probable cause was sample integrity.